Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 300 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information. The customer reverted to manual injections for insulin therapy.